Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the insertion part of the sheath had come off. The iab was inserted using a a new insertion kit. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The sheath was returned with blood on the exterior of the component. No damage was observed on the shaft of the sheath and was observed to be within specification. The sheath hub was observed to be detached from the sheath/hub junction and was returned separate from the sheath. The iab catheter was not returned for evaluation. The evaluation confirmed the reported failure. However, we are unable to determine how this failure may have occurred. This issue has been determined to be a supplier manufacturing issue and a scar was initiated to investigate the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The sheath was returned with blood on the exterior of the component. No damage was observed on the shaft of the sheath and was observed to be within specification. The sheath hub was observed to be detached from the sheath/hub junction and was returned separate from the sheath. The iab catheter was not returned for evaluation. The evaluation confirmed the reported failure. However, we are unable to determine how this failure may have occurred. This issue has been determined to be a supplier manufacturing issue and a scar was initiated to investigate the reported failure. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow nonconforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint: (B)(4).

Event description:
N/a.